Event description:
In 2008, the patient reported that his infusion device was under delivering insulin. His blood glucose elevated to 400 mg/dl on two days before, and he switched to his backup infusion device. Within 4 hours his blood glucose had decreased to 80 mg/dl. The patient had removed the battery, insulin cartridge, and infusion tubing, so no troubleshooting was possible. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. Product was replaced and requested to be returned for evaluation.